Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 2.7; lab: 1.7. Date: (B)(6) 2011; inratio: 2.1; lab: 1.8. Tests were done within 30 minutes or less. Pt being tested was one of their nurses who had orthopedic surgery and was on coumadin for a few weeks. The pt had surgery on (B)(6) 2011 and was discharged on (B)(6) 2011. Was taking dalteparin at that time (lmwh variant), not sure of end date, and also coumadin.